Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient experienced a pocket infection. The system was explanted and replaced. No further information was available.

Event description:
New information received on 04/24/2018 indicated that infection was discovered during routine follow up. The patient was stable after procedure.